Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during bolus delivery and high blood glucose events. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 500 mg/dl before bed and treated with insulin pump. Customer woke up with a blood glucose of 300 mg/dl and treated again. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime or compromised force sensor system alarm test due to faulty force sensor resistor. Device passed the rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address or serial number label.